Event description:
It was reported that four days after insertion of the iab, the pump experienced an "blood leak" alarm. Pumping was stopped and the system was checked. No blood could be detected visually, so pumping resumed. Two hours later, the pump alarmed again and blood was noted in the helium tubing. The iab was removed and a replacement was not indicated. There were no pt complications.